Manufacturer narrative:
Complaint conclusion: when the 6mm x 4cm powerflex pro pta catheter was attempted to be inserted through a 4f sheath introducer, the balloon collection in the sheath became ¿impossible¿ after the dilation. Therefore, the balloon and the sheath were removed as a unit. The procedure was completed successfully. There was no report of patient injury. The target lesion was the superficial femoral artery with an unknown rate of stenosis. The procedure was performed from the arm to the superficial femoral artery. The device was stored, handled and prepped according to the IFU (instructions for use). There were no other damages or anomalies noted to the device or packaging prior to use. The procedure was completed when the balloon and sheath were removed as a unit. The product was not returned for analysis. A device history record (DHR) review of lot 17173065 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system- withdrawal difficulty-through guide/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information received: addendum (09/10/2015): the device was stored, handled and prepped according to the IFU. There weren¿t any other damages or anomalies noted to the device or packaging prior to use. The procedure was completed when the balloon and sheath were removed as a unit. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant products: sheath introducer ((B)(4)). (B)(4). The device will not be returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when the 6mm 4cm powerflex pro pta catheter was attempted to be inserted through a 4f terumo glide sheath introducer, the balloon collection in the sheath became "impossible" after the dilation. Therefore, the balloon and the sheath were removed as a unit. The procedure was completed successfully. There was no report of patient injury. The target lesion was the superficial femoral artery with an unknown rate of stenosis. The procedure was performed from the arm to the superficial femoral artery. The product was clinically used. The product will not be returned for analysis.